Manufacturer narrative:
Siemens has completed an investigation of the reported event. The cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore, a user error. Following investigation of the incident, it was confirmed that the paramedic who was evaluated for a hand injury did not suffer a finger fracture as previously reported. Due to the strong magnetic field, safety measures have to be adhered to in order to prevent injuries. Therefore, the magnetom espree system operator manual and the magnetom system owner manual section 1 provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. The responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetic objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room).

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens has completed an investigation of the reported event. The cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore, a user error. Due to the strong magnetic field, safety measures have to be adhered to in order to prevent injuries. Therefore, the magnetom espree system operator manual and the magnetom system owner manual section 1 provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. The responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetizable objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom espree system. It was reported that a paramedic entered the exam room with a magnetic IV pole and the IV pole was immediately attracted to the magnet. The paramedic injured his hand when attempting to remove the IV pole from the front of the magnet. The paramedic was evaluated in the emergency room and it was determined that he fractured his fingers. The paramedic was treated in the emergency room and no further impact to the state of health was reported.